Event description:
It was reported that the physician advanced the device to the lesion without complications: then during deployment of the stent graft, only 50% of the stent graft deployed and could not deploy any further. The physician was encountering significant resistance during the deployment. The physician removed the device without any issue and another stent graft was deployed successfully. There was no injury to the pt.

Manufacturer narrative:
The event investigation is currently underway.